Manufacturer narrative:
The insulin pump was unable to prime prime test due to protruded/loose drive support disk. No alarm noted. The insulin pump had a scratched display window and a missing end cap sticker.

Event description:
It was reported that the insulin pump alarmed during the prime rewind process. The insulin squirted out of the insulin pump. The drive support disk is protruded. Advised customer that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.